Event description:
Rptr had operation on 5/27/99 (exploratory laparotomy/hysteroplasty). The dr used sutures to sew her up, with staples on outside of wound. On 5/30, wound began leaking due to failure of sutures. Rptr had to go back to hosp on 6/1 for emergency surgery; wound had completely reopened.